Event description:
On (B)(6) 2017 the lay user/patients mother (reporter) contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The patient stated that the alleged meter issue began on (B)(6) 2017. The patient tests her blood glucose up to 10 times per day with an ideal blood glucose range of "90-150 mg/dl". The reporter stated that the patient manages her diabetes with insulin (novolog, lantus; self-adjuster). The reporter stated that the patient had been testing her blood sugar throughout the day at school but because of the meter issue she was using 4/5 test strips per test. Shortly before 3 pm, the patient began to develop symptoms of hypoglycemia: the reporter stated that the patient started feeling "off" but was unable to elaborate further. Shortly afterwards, the patient tried to test her blood sugar with her last available strip, but was unable to get a reading. Because of this, the school nurse contacted the reporter who brought more test strips in to allow the patient to test. At approximately 3.15 pm the patient retested and managed to get a reading of "63 mg/dl". It is unclear if this reading was taken on the subject device or another verio meter. In response to this reading, the patients mother immediately treated the patient with food. A further measurement was taken approximately 30 minutes later (unknown which meter) with a reading of "143 mg/dl". During troubleshooting the csr confirmed that this was not the first time the meter had been used and that the test strips had been stored properly, had not expired and had not exceeded their discard date. The patients testing steps were confirmed as correct. The reporter was able to confirm that the test strips filled with blood completely. The csr was unable to resolve the issue upon retest. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.